Manufacturer narrative:
(B)(4). Evaluation, results: (short, angulated and calcified neck); (endoleak). Results/conclusion: (short, severly angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 4.7 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as severe calcification (there were areas in the iliac arteries that were only 4 mm in diameter, bilaterally) and mild tortuosity in the iliac arteries. The aortic neck had mild to moderate calcification, was 6 mm in length with severe angulation of 60 degrees. The bifurcated stent graft was implanted; however, due to the angulation and calcification in the aortic neck there was a type I endoleak present. The physician implanted an aneurx aortic cuff and the type I endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.